Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having that one reservoir leaked at the snap cap and the other reservoir leaked around the needle of the transfer guard. The blood glucose reading was 246mg/dl. No further information was provided.